Manufacturer narrative:
D suspect medical device: software version is v1.5.

Event description:
During a periodic review of the programming history database, a high impedance event was identified. It was noted that the programming system was running software version 1.5. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information has been received to date.